Event description:
Based on medical records provided by the pt's attorney: (B)(6) 2002 - pt underwent repair of incisional hernia with composix kugel mesh. It was noted that there were defects towards the left and right. On (B)(6) 2003 - pt underwent repair of a ventral hernia with composix kugel mesh. It was noted that the defect was located slightly over toward the ruq. The previously placed composix kugel mesh was not mentioned in the operative report. On (B)(6) 2005 - pt underwent repair of a ventral hernia in the ruq with ventralex mesh. There was no mention in the operative report concerning any previously placed mesh. On (B)(6) 2006 - pt underwent excision of the ventralex mesh and repair of recurrent ventral hernia with composix kugel mesh. On (B)(6) 2006 - pt underwent excision of the composix kugel mesh implanted on (B)(6) 2006 and recurrent ventral hernia repair with a non-bard mesh.

Manufacturer narrative:
Initially, one event was reported by the pts' attorney. However, review of the medical records showed there to be additional implants. This is an obese pt who has a history of, and continues to have recurrent hernias. Currently, it is unk whether the device may have caused or contributed to the reported event. The info provided indicates that the pt was treated for recurrence, which is a known possible adverse reaction listed in the IFU. Additionally, no sample was returned for eval. With the currently available info, no conclusion can be drawn. See MDR 1213643-2011-00709 for info related to the composix kugel mesh implanted on (B)(6) 2002. The medical records refer to a composix mesh implant on (B)(6) 2003, however there was no indication that there were any issues related to this device. See MDR 1213643-2011-00711 for info related to the composix kugel mesh implanted on (B)(6) 2006.